Event description:
It was reported that the left ventricular (lv) lead impedance has been steadily rising since implant and an alert was triggered for the lv tip to right ventricular (rv) coil impedance greater than 1000 ohms. The threshold has also increased. The patient stated experiencing a "recent strong cough" but denies stimulation. Isometrics and pocket stimulation with real-time impedance measurements were suggested to further trouble-shoot and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted: (B)(6) 2014; 6947m-62 lead, implanted: (B)(6) 2014. (B)(4).